Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection and functional testing noted no abnormalities. The handle had 244 of 300 procedures remaining. A review of the system logs showed evidence of field programmable gate array (fpga) reset/reprogram failures. According to this data, the handle was running v29.6 software at the time of the fpga reset/reprogram failures. It was reported that the power handle error with red circle, slash and yellow exclamation mark" the reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a rectal low anterior resection, when the power shell was set up in preparation for use, a handle error message was displayed which showed the power handle error with red circle, slash and yellow exclamation mark. Another handle was used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.